Manufacturer narrative:
The delta monitor was checked by the customer on site after the event and l-t alarm worked as expected. The affected monitor was requested to be sent to dräger for additional testing but despite several attempts the customer did not return the delta monitor. The event logs provided were reviewed and depict vf alarms triggered at 2:00:41am, 4:02:33am, 4:11:43am and 4:23:20 and by design would be relayed from the associated bedside monitor. The staff reported the vf event was approx. 4:00am. The customers reported symptom could not be verified. The delta has a visual on screen notification of all alarms for redundancy.

Event description:
Please refer to initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported the delta monitor failed to announce l-t (life threatening ) vf alarms on multiple occasions. There was no reported patient injury.